Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the middle esophagus during a gastroscopy procedure performed on (B)(6), 2023. During preparation, the nurse noticed that the suture on the ligating unit had a knot in it, which was unusable. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the suture had multiple knots.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture having multiple knots in the ligator.